Event description:
It was reported that during regular follow up in (B)(6) 2012, the device was unable to be interrogated. The device was explanted and replaced.

Manufacturer narrative:
The reported no communication was confirmed and was due to a low battery voltage. A longevity calculation was performed and found to be below the expected limits. The device was tested manually on the bench and using automated test equipment; no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.